Manufacturer narrative:
Sections with additional information as of 26-jan-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 75, 67, 99 and 83 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-110 mg/dl; an expected pm fasting blood glucose test result range was not provided. At the time of the call, the customer reported feeling shaky; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of 99 mg/dl using true metrix air meter; customer was not satisfied with the result obtained. The product is stored according to specification in the den. The test strip lot manufacturer¿s expiration date is 04/23/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 07-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer did not disclose her current condition and if she was still experiencing symptoms. No medical intervention since the last call was reported. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.